Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, nausea, and vomiting. The patient was hospitalized for the event and treated with unspecified antibiotics. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896415 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).